Event description:
The user reported that the screw(s) of the device got loose in 2018 and 2021 though no further information nor any intervention which took place is known as this may have been done in another clinic and med-el was not involved. Now she feels, that the screw(s) are loose again and report a loss of benefit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the screw(s) of the device got loose in 2018 and 2021 though no further information nor any intervention which took place is known as this may have been done in another clinic and med-el was not involved. Now she feels, that the screw(s) are loose again and report a loss of benefit.

Manufacturer narrative:
Based on available information it must be assumed that the observed symptoms were not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Reportedly audiograms were performed with and without pressure on the device with the same results. This points to an appropriate fixation of the device. Further the recipient reports a swelling above the device, which was not described in detail. Additional technical checks were considered but no info was received. Tis is a final report.

Manufacturer narrative:
Based on available information it must be assumed that the cause for the reported issue was due to an inadequate screw fixation. Reportedly, one screw got loose and a revision surgery was carried out to re-position the transducer and to fix it with new screws. The recipient reported a satisfactory hearing outcome after the revision surgery. The device remains implanted and in use. This is a final report.

Event description:
The user reported that the screw(s) of the device got loose in 2018 and 2021 though no further information nor any intervention which took place is known as this may have been done in another clinic and med-el was not involved. Now she feels, that the screw(s) are loose again and report a loss of benefit. An additional surgery took place on (B)(6) 2023. The bc fmt was turned a little bit and secured with new screws. A large part of the mastoid was filled with bone wax and this may have contibuted to the one screw getting loose again. The device remains implanted and in use.